Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a robotic assisted laparoscopic hysterectomy and bilateral salpingectomy procedure for the treatment of uterine fibroids in which a laparoscopic power morcellator was used. Upon the pathological analysis of the morcellated uterine tissues she was diagnosed with leiomyosarcoma on (B)(6) 2009.